Manufacturer narrative:
(B)(4).

Event description:
Customer reported that "difficulties during placement of a cvc at the right subclavian. The puncture of the vessel was performed without complications. After insertion of the swg (orienting clear occurrence of extrasystoles) and removal of the puncture needle, puncture incision at the puncture location. Afterwards, dilatation was performed with the intended dilator. It was noted, since the change of the systems, that the dilator of the current product is softer compared to the previous product causing that the dilator tends to bend. After removing the dilator, the cvc was introduced via the seldinger wire.

Manufacturer narrative:
Qn#(B)(4). The customer returned an opened cvc kit with multiple components. The dilator will be analyzed as part of this complaint investigation. Visual examination of the dilator revealed a bend in the extrusion near the distal end. Microscopic examination revealed that the dilator tip was also damaged. Stress marks were also observed around the dilator tip, indicating that excess friction from the guide wire likely caused the damage. In addition to the dilator, the guide wire was severely unraveled. The catheter also had a large gash/hole on the body. The bend in the dilator body was located approximately 19mm from the distal tip. The dilator met all relevant dimensional measurements. A lab inventory guide wire with a diameter of .032" was passed through the distal end of the dilator. Minor resistance was encountered due to the defective dilator tip; however, the guide wire was able to pass completely through with little to no difficulty. The tissue dilator was compared to a lab inventory tissue dilator. The dilator involved with this complaint did not feel soft in comparison to the lab inventory sample. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit provides suggested techniques before inserting the dilator. The IFU informs the "perform skin wheal with desired needle". Additionally, the IFU states, "enlarge cutaneous puncture site with cutting edge of scalpel positioned away from the spring-wire guide". The report of a damaged dilator tip was confirmed through complaint investigation. Visual analysis revealed a bend in the dilator body and a defective dilator tip. The deformity on the dilator tip appeared consistent with damage due to improper insertion procedures when passing the guide wire through the dilator. The dilator met all relevant dimensional and functional tests, and a device history record review did not reveal and relevant findings. Based on the customer description and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported that "difficulties during placement of a cvc at the right subclavian. The puncture of the vessel was performed without complications. After insertion of the swg (orienting clear occurrence of extrasystoles) and removal of the puncture needle, puncture incision at the puncture location. Afterwards, dilatation was performed with the intended dilator. It was noted, since the change of the systems, that the dilator of the current product is softer compared to the previous product causing that the dilator tends to bend. After removing the dilator, the cvc was introduced via the seldinger wire.